Event description:
It was reported that a revision surgery was performed due to pain, patient hip dislocation and device orientation issues. The patient's surgical incision has subsequently required rinse and debridement.